Manufacturer narrative:
The device was reprogrammed and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate therapy four times for a ventricular tachycardia episode. Upon redetection, the patient was in an unspecified arrhythmia above the cutoff zone, and received four inappropriate shocks which exhausted therapy. No adverse patient effects were reported. The patient has also noted a metal taste in her mouth after receiving therapy. Since the episode, the lowest detection zone for the device has been increased, and no issues have since been noted.